Event description:
Caller indicated the relion micro meter was giving variable readings. (B)(4) stating that the meter gave a result of 47 - 400 - 407- 443 with in 10 minutes - unable to find user error - explained it could have been a short fill where the blood didn't flow evenly into strip. Follow up information from caller stating results of 47 - 443 - 401 - 400. No symptoms at the time, but did dose himself with insulin. Controls not used. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.